Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that there was fault in the tubing at the filter valve (fiva) as it was collapsed. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the collapsed tubing, and the component was reaffixed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.